Event description:
It was reported feedback regarding the kvo feature on the alaris system. It was alleged that "there's no warning before it switches to kvo (keep vein open rate of infusion). The customer reportedly tested this with a pump and "confirmed that a norepinephrine infusion programmed to run at approximately 300ml/h. Immediately cuts down to 20ml/h once the volume to be infused has run out". The customer states that "the pump does not alarm until it reduces the rate". There was no information on patient involvement. Note that per alaris system user manual, when kvo feature is enabled, the pump module produces a high priority alarm message "infusion complete - kvo" when the vtbi (volume to be infused) has been infused; the module is infusing at the kvo rate (default rate set by the facility). Additionally, the kvo adjust rate feature is used to select keep vein open (kvo) rate (0.1 to 20 ml/h allowed), which is rate of fluid flow after an infusion complete occurs. Kvo rate never exceeds infusion rate. The customer is requesting product enhancement by adding an alarm feature "at least a few minutes before the volume to be infused has run out and it enters kvo mode." The customer also would like the device to have different alarm sounds for different type of medications or fluids (i.e., alarms for critical infusion should be different from saline infusion or non-critical infusions). Bd received additional information through due diligence attempts. Customer reports patient event where patient became hypotensive when keep vein open (kvo) rate dropped below infusion rate.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported feedback regarding the kvo feature on the alaris system of ¿there's no warning before it switches to kvo¿ is attributed to the factory default setting of the pump module. In this setting, the kvo alarm activates when the vtbi reaches zero and then switches to the kvo rate. This feature is designed to infuse at rates from 0.1 to 20 ml/h, allowing continuous infusions to transition automatically into kvo upon completion. External and internal inspection of the suspect pump module could not be performed because the device was not returned for investigation. Based on the information provided by the facility, it is not possible to ascertain programming or event details related to the alleged incident. Log review could not be performed because the devices and their associated logs were not returned for investigation. However, the facility provided an infusion knowledge portal (ikp) report detailing the infusions administered on (B)(6) 2024, from 3:23 am to 5:22 am. Ikp data does not contain keystroke programming and was not validated for log analysis purposes. The ikp report was observed to have infusions highlighted using guardrails drug ¿norepineprhine¿ under the profile ¿adult¿. According to the infusion knowledge portal (ikp) record, the continuous infusion was programmed with a starting rate of 93.8 ml/h, a concentration of 0.016 mcg/ml, a drug amount of 4 mg, a diluent volume of 250 ml, a vtbi of 225 ml, and a dose of 25 mcg/min. At 3:32 am, the infusion rate changed from 93.8 ml/h to 86.3 ml/h, then reverted to 93.8 ml/h. At 5:07 am, the infusion transitioned to keep vein open (kvo) mode. It was observed that the suspect completed the programmed infusions of norepinephrine at 5:07 am and 5:21 am. Additionally, at 5:22 am the infusion was delayed by the clinician. The bd alaris system with guardrails suite mx user manual (v9.19) provides information on the kvo factory default setting, in which the alaris system will alarm when the vtbi reaches zero and then switches to the kvo rate. The rate adjust function allows selection of the keep vein open (kvo) rate, which ranges from 0.1 to 20 ml/h. This rate determines fluid flow after an 'infusion complete' event. The factory default setting is 1 ml/h if the set rate is 1 ml/h or higher; otherwise, it defaults to the set rate if it is 0.9 ml/h or lower. The kvo rate never exceeds the infusion rate proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris ¿ system. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported no warning before switching to keep vein open (kvo) mode is attributed to the kvo rate factory default feature. In this setting, the alaris system alarms when the vtbi reaches zero and then switches to the kvo rate, which ranges from 0.1 to 20 ml/h. The default rates determine fluid flow after an 'infusion complete' event; however, the alaris system does not provide an alarm before the completion of the programmed infusion.

Event description:
It was reported feedback regarding the kvo feature on the alaris system. It was alleged that "there's no warning before it switches to kvo (keep vein open rate of infusion). The customer reportedly tested this with a pump and "confirmed that a norepinephrine infusion programmed to run at approximately 300ml/h. Immediately cuts down to 20ml/h once the volume to be infused has run out". The customer states that "the pump does not alarm until it reduces the rate". There was no information on patient involvement. Note that per alaris system user manual, when kvo feature is enabled, the pump module produces a high priority alarm message "infusion complete - kvo" when the vtbi (volume to be infused) has been infused; the module is infusing at the kvo rate (default rate set by the facility). Additionally, the kvo adjust rate feature is used to select keep vein open (kvo) rate (0.1 to 20 ml/h allowed), which is rate of fluid flow after an infusion complete occurs. Kvo rate never exceeds infusion rate. The customer is requesting product enhancement by adding an alarm feature "at least a few minutes before the volume to be infused has run out and it enters kvo mode." The customer also would like the device to have different alarm sounds for different type of medications or fluids (i.e., alarms for critical infusion should be different from saline infusion or non-critical infusions). Bd received additional information through due diligence attempts. Customer reports patient event where patient became hypotensive when keep vein open (kvo) rate dropped below infusion rate.